Manufacturer narrative:
The claimed issue was related to technical error code indicating disabled valves. There was no patient harm. The issue was decided to be reported as it indicates stop of ventilation. Identification of issue has been done by analyzing problem description. Based on technician statement, the issue was not reproduced. There was no information about the replacement of any part. The expiratory cassette was cleaned and the device passed pre-use check (puc). The device was delivered to the user in working condition. The root cause to the reported issue has not been confirmed.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient harm. Manufacturer's ref. #: (B)(4).